Event description:
The problem occurred during cataract surgery. Cassettes that are used in conjuction with the machine failed to function properly thus having to be changed a total of five times during the procedure. MFR's rep was present for the case. He took all of the cassettes back to the company for evaluation.